Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that a follow up CT revealed a proximal type I endoleak present due to migration of the valiant stent graft. The physician elected to implant another valiant stent graft and performed a carotid to left subclavian bypass. Placement of the valiant proximal extension piece was done in a standard manner. While attempting to embolize the lsa origin with another manufacturer¿s plug, the plug was deployed, the sheath was withdrawn, a contrast injection demonstrated possible extravasation. Another manufacturer¿s covered stent was deployed in an attempt to cover a suspected vascular perforation, an angiogram demonstrated possible extravasation, therefore another manufacturer¿s plug and embolization coils were deployed inside the covered stent. No further extravasation was observed. It was reported that the patient presented emergently with chest pain. A CT demonstrated a suspected retrograde type a dissection on the lesser curve at the location of the proximal stent graft. The physician elected to perform a hemi-arch replacement with a surgical graft, however the event was not resolved. Per the physician, the cause of the dissection was related to the device. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.